Event description:
Patient said they have an ams 800 system (patient did not know which company it was from). Patient said they received the implanted device and then 2 years later it failed, so they had another one implanted and in 2015 that failed. Patient said the surgeon that did both surgeries told the patient they couldn't cut their urethra again for a third surgery. Patient said they had prostate surgery and they surgically removed their prostate gland and when they initially got the ams 800 system, they cut the patient's urethra and sewed it back to their bladder. Patient said every time they replace this system, it makes the urethra shorter so that is why the hcp wouldn't replace the system a third time. Reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).